Manufacturer narrative:
Based upon the information provided and the investigation findings, no failure or malfunction of the device to perform to manufacturer declared specifications is noted. Additionally, during an unanticipated disconnection of the patient from the device during therapy, the device will provide a patient disconnection and/or proximal pressure line disconnection alarm. During review of the device diagnostic report (drpt), both alarms were presented during the event in question. As the customer does not wish philips to take further action, closed their own case on the event, and does not want to provide further information, this complaint record will be closed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
The philips technical investigation of the event concluded on 29nov2023 that no device malfunction or failure to perform to manufacturer declared specifications was noted in the device evaluation. The technical investigator found that the diagnostic report (drpt) revealed confirmation of appropriate device alarms (patient disconnect, proximal pressure line disconnect) during the time of the unanticipated patient disconnection from the device. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60, indicating that it was started to be used on the female patient with lymphoma at 9:40 am. At 11:17 am, clinical staff was notified by the bedside monitor that the patient was in cardiac arrest. They performed resuscitation, but the patient died (on (B)(6) 2023). The unit continued to operate while the event was occurring. It was confirmed that the patient¿s mask and the spo2 probe of an external monitor were off the patient. It is unknown if these items were intentionally taken off by the patient, or if it was unintentional. A ventilator alarm sounded at the time of the event. There is a possibility that there was a delay in addressing the alarm sound on site. The me performed operation verification; there was no failure in alarm sounding and there was no abnormality in the device. The sales rep collected the unit and replaced it with a same model just in case. It was requested that periodic maintenance be performed. The currently available information in the complaint record indicates that somehow the patient¿s mask and spo2 probe were removed. The clinical staff was alerted by the cardiac arrest alert on the bedside monitor. It is unclear why the clinical staff would not have been notified by the spo2 probe off; spo2 monitors will provide an alert when the probe is off. Further it is unclear why the clinical staff did not respond to the ventilator alarm that reportedly occurred. It is not known at what time the mask/spo2 probe was removed. It is possible that the patient was already in distress peri-arrest and the mask/probe was removed moments prior to the clinical staff entering the room. Therefore, it is unclear whether a loss of ventilation (from removal of the mask) caused or contributed to the cardiac arrest and death, or whether the cardiac arrest/death occurred for a reason unrelated to a loss of ventilation, and the mask/probe was removed in response to patient distress. In summary, there was a death reported in this case. However, further information is needed to be certain as to whether the ventilator caused or contributed to the death. Therefore, it is still considered ¿unable to determine.¿ after removal of the device from the customer site following the event, the philips authorized service provider (asp) confirmed on 01/23/2023 during testing that there was no abnormality found with the unit. Because there was no abnormality, only periodic maintenance would be performed. No parts were found to require replacement. The asp stated that they are awaiting service completion due to waiting for an approval from the customer. It was provided in a good faith effort (gfe) response received on 01/29/2023 that the patient was on the v60 ventilator for support during terminal care of cancer. The patient was confirmed to be critically ill. The customer provided that he suspected medical reason for the patients cardiac arrest was a refusal of the ventilation therapy. It was provided on 02/27/2023, that the device had periodic maintenance performed. Functional testing on the reported alarm was performed and no abnormality was confirmed. No other abnormality was confirmed either. The oxygen inlet filter, air inlet filter, and cooling fan filter were replaced for preventative measures as part of the periodic maintenance. The unit was then checked overall, cleaned, and had functionality tested again. The unit passed and it was confirmed to have software version 2.30. In a good faith effort (gfe) response received on 03/12/2023, it was stated from the customer that from their memory, the device was turned off as the prioritized resuscitation of the patient. According to the philips sales representative in contact with the customer, no further clarification on the timeline could be obtained from the customer, as the hospital has already closed their case and is not requesting philips to take any further action. The investigation is ongoing.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00270. All information from the original report(s) has been transferred to this report. E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).